Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming attempts. Minimal migration on the spinal cord stimulation (scs) lead was noted. The patient underwent an explant procedure. All explanted device components were discarded and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7081029/7081009.